Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured proximal to the blade at 6atm within a few seconds after increasing to nominal pressure. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was in good condition after the procedure.